Event description:
According to the report, when low force applied to tubing, device snapped resulting in residual jp tubing intra-abdominally.

Manufacturer narrative:
According to medwatch report mw5151235, "patient became agitated regardless of sedation and 4 point restraints and pulled out one of his jp drains. 2 days later, attempted drain removal for remaining bulb- however, when low force applied to tubing, device snapped resulting in residual jp tubing intra-abdominally. It fractured at the site of entry into the abdominal cavity. He underwent a local wound exploration to retrieve the intra-abdominal portion of the drain." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.